Event description:
(B)(4), us distributor of alma lasers products got FDA letter on adverse event reported to FDA medwatch mw5105522.

Manufacturer narrative:
First procedure was done (B)(6) 2020, and a second one in (B)(6), 2021. Since there was an 8 months gap apart, therefore it should be consider as two single procedures. In both cases procedure was done in adequate paraments. Following first procedure, there were no findings by her obgyn and so the patient returned for a second treatment, it is unclear if patient reported the clinic of her discomfort. The lack of findings can further indicate that the cause of her complains was not due to the procedure in question. Manufacturer investigation on product service records conclude that there was no evidence for product malfunction.

Manufacturer narrative:
First procedure was done (B)(6) 2020, and a second one in (B)(6), 2021. Since there was an 8 months gap apart, therefore it should be consider as two single procedures. In both cases procedure was done in adequate paraments. Following first procedure, there were no findings by her obgyn and so the patient returned for a second treatment, it is unclear if patient reported the clinic of her discomfort. The lack of findings can further indicate that the cause of her complains was not due to the procedure in question. Manufacturer investigation on product service records conclude that there was no evidence for product malfunction.

Event description:
(B)(4), us distributor of alma lasers products got FDA letter on adverse event reported to FDA medwatch mw5105522.